Manufacturer narrative:
Additional information has been requested, investigation is underway.

Event description:
It was reported that the lens opacified and was explanted due to decrease in visual acuity. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0.